Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. A functional analysis was attempted. The microcatheter was flushed using a lab sample syringe; however, high resistance was met. A lab sample guide wire was advanced through the luer hub of the microcatheter, and it got stuck at 103.7 cm. A dissection was made and a viscous residue was occluding the inner lumen of the microcatheter. A fourier transform infrared spectroscopy (ftir) was performed to identify the elemental composition of the viscose residue. Overall, ftir characterization results indicated that the viscose residue was conformed of a polyvinyl-derivate material. Due to the viscous residue, a manufacturing investigation was performed, and a second ftir test was performed to compare the polyvinyl-derivate material with chemicals that have interactions with the inner lumen of the catheter; however, the ftir characterization results indicated that the polyvinyl-derivate material was not conformed of the suspected materials provided. The manufacturing investigation concluded that the occluded condition found on the microcatheter is not related to the manufacturing process of the catheter since the ftir analysis discarded any relation of the obstruction with the chemical used during the manufacturing process that interact with the catheter's inner diameter, and manufacturing controls prevent any chemical or material from causing obstructions during the process of the catheter. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The issue reported regarding the obstruction of the microcatheter is confirmed; it is possible that clinical and procedural factors, including device interaction with other devices, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. A review of manufacturing documentation associated with this lot (31471108) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-feb-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, after the 150cm x 5cm prowler select plus microcatheter (606s255x / 31471108) was in place, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 9540635) was impeded in the distal end of the microcatheter and could not pass through. The physician retracted the stent and replaced it with a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 9550020) and delivered it, but the second (replacement) stent encountered the same issue. The physician removed the second stent and the microcatheter from the patient and replaced both devices to complete the procedure, which was reportedly prolonged by about 10 minutes. There was no report of any negative impact on the patient. On 20-jan-2026, additional information was received. Per the information, the procedure was targeting the vertebral artery. An adequate continuous flush was maintained through the microcatheter. The information indicated that when the first stent, 4mm x 16mm enterprise 2 vascular reconstruction device (encr401600 / 9540635) was removed, it was no longer still on the delivery wire; the first stent prematurely detached. The second stent, 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 9550020), was still on the delivery wire. There was no damage noted on either of the stents / stent delivery systems. The information did not specify the size of the replacement stent; the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact and the physician did not consider the reported 10-minute procedure extension to be clinically significant. On (B)(6) 2026, additional information was received indicating that the replacement stent was another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31471108) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.